Manufacturer narrative:
(B)(6).(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent kyphoplasty. During kyphoplasty procedure,the subsequent cement placement resulted in a small quantity leaking anteriorly into the spinal canal. This was revised at a later date where cement was removed from spinal canal.